Manufacturer narrative:
Further information was requested but not received.

Event description:
Clinician tracy cutts-moulton contacted technical services to report intermittent under sensing on a vf episode from merlin@home remote transmission ((B)(6) 2025 02:28:29. Tse reviewed the egm from (B)(6) 2025 19:30:35 and suggested the consideration of decreasing rv post-sensed threshold start from 62.5% to 50% to reduce the number of under sensed events. Clinician will follow up with physician regarding next steps. No symptoms were reported.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD exhibited episodes of under-sensing. Programming changes were suggested. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
B5 should be "it was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD exhibited episodes of under-sensing. Programming changes were suggested. No intervention was reported. There were no patient consequences."